Manufacturer narrative:
On 11oct2017 during a file review, (B)(4). If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report he/she was diagnosed with a corneal ulcer a few years ago, possibly 2014 or 2015 while wearing the acuvue oasys for astigmatism brand contact lenses. The pt reported he/she can¿t recall which eye was affected and can¿t recall the treatment received by the eye care provider (ecp). The lot # is unknown and the suspect product is not available for return. The pt reported he/she wore the lenses for a month as prescribed by the ecp. Pt advised he/she is currently wearing trial lenses for a daily contact lens and is doing well. On 14sep2017 a call was placed to the pts ecp for additional medical information. No additional medical information was received. On 18sep2017 a call was placed to the pts ecp for additional medical information. The pts treating ecp reported ¿yea, she¿s had a few¿ and had to take another call and the line was disconnected. On 26sep2017 an additional call was placed to the pts treating ecp for additional information. The following additional medical information was obtained as follows: the ecp reported the pt had a total of three corneal ulcers. The additional corneal ulcer events will be documented in separate files and reported separately. The ecp reported the pts first corneal ulcer was on (B)(6) 2013 in the right eye. The pt was treated with vigamox q1 hour for the first day, then q2 hours for the second day, then qid for a week, as well as ciloxin ointment at bedtime. The ecp reported the ulcer was peripheral, marginal and presumed as infectious. The ecp reported the pts visual acuity was not affected. A corneal specialist who treated the pt in (B)(6) 2017 for a corneal ulcer stated the ¿ulcers¿ were due to the pts dry eyes. This submission is for the pts od infectious corneal ulcer in (B)(6) 2013. No additional medical information was provided and no additional information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.